Manufacturer narrative:
(B)(4). Batch #: 479a61. Date of event: only year is known. It is assumed first day of the month (B)(6) 2022 that the complaint was received. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received unfired. After further evaluation, a bulkhead contact was noted to be missing making the instrument non-functional. No functional test was performed due the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The missing bulkhead contact from the pcb, is potentially related to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The device was sent to cincinnati for additional evaluation. The primary analysis was performed in independencia. Secondary analysis in cincinnati confirmed that the bulkhead contact was noted to be missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that no power delivered. Battery engaged, safety removed, no function. Device was replaced. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 4/14/2022 investigation summary: h6: component code:g02 g3 h10